Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material was unable to be further specified. It was reported that there was no improper method of reprocessing utilized by the user facility. A kink of the biopsy channel was detected - therefore, it was presumed that the suggested phenomenon was due to physical damage of the device, despite proper reprocessing by the user facility. A further cause of the kink could not be presumed. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported a black substance inside the evis exera iii colonovideoscope that could not be removed during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Kinks and debris were discovered inside the instrument channel, the up/down and right/left control knobs were loose, minor dents and scratches on the plastic cover, and cracked glue on the bending section cover. The customer confirmed that the device was reprocessed appropriately. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.